Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft detachment was able to be confirmed. The failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous right coronary artery (rca). The 3.0x23mm xience xpedition stent delivery system (sds) failed to cross the lesion due to the patient's anatomy and the proximal shaft separated. The separated sds was withdrawn without any reported issues. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another 3.0x23mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.